Event description:
Medtronic received information that approximately three years and five months following the implant of this transcatheter bioprosthetic valve, the patient was evaluated for a failed valve. It was reported that the valve had hyperattenuated leaflet thickening and an increased gradient. The valve was explanted and a surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the explanted valve was discarded, therefore no product analysis can be performed. Images were not available to medtronic for review. Conclusion: gradient increase over time can possibly be caused by a variety of factors, such as valve related (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, lv dysfunction, valve position, etc). No images have been received for review. In this case, it was reported that the valve had hyperattenuated leaflet thickening. This indicates that the probable cause of the increased gradients was immobile leaflet due to leaflet thickening. Thrombus, calcification, and pannus overgrowth are the common causes for leaflet thickening. Without the return of the explanted valve for analysis, a root cause cannot be determined. The device history record was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.